Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd safetyglide insulin syringe with attached needle was missing the rear "thumb press" portion of the plunger. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (2) 1/2cc, 13mm, 29g bd safetyglide insulin syringes (1 in an open blister pack, 1 in a sealed blister pack) from lot # 8019978. Customer states that the bottom circle piece at the plunger end was missing. Both returned syringes were examined and the sample in the open blister pack exhibited a broken thumb press. A review of the device history record was completed for batch# 8019978. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200737778, 200737351, 200740220] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: probable root causes: for broken plungers dry barrels (insufficient silicone) from the prep dial that result from a silicone gun not firing. Insufficient silicone leads to difficulty exercising the plunger, and can thereby result in broken plungers. Plunger screw jams that would damage plungers, i.e., they break plungers. Bowed plungers that do not get seated, and get broken off at the delrin wheel. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that bd safetyglide¿ insulin syringe with attached needle was missing the rear "thumb press" portion of the plunger. No serious injury or medical intervention was reported.